Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displayed a "coolant level low" alarm intermittently. The customer checked the coolant level, and it was observed to be at max. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console (sn (B)(6) was evaluated at the customer's site. The reported complaint of "the thermogard console displayed intermittently a "coolant level low" error message although the coolant reservoir was at max" was confirmed based on the review of the event logs and during functional testing. The root cause of the reported issue was the defective coolant level sensor block, likely due to a defective component. Visual inspection of the thermogard console was performed, and no issues were observed. The thermogard console failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. Further testing of the console revealed that the defective coolant sensor block caused the mid:09 error message and subsequent display of an intermittent "coolant level low" message by the console, thus confirming the reported issue. Event log data was downloaded and noted multiple mid: 09 (air trap assembly) error messages around the reported event date, thus confirming the reported issue. The coolant sensor block with cable was replaced to address the mid:09 (air trap assembly) error message. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).